Manufacturer narrative:
It was reported that the particulates were identified within product prior to filling. The product was returned filled and evaluated. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that pharmacy technicians identified stock dilutions prepared in 100 ml secure empty bags with visible particulate. The report indicated the particulate matter identified resembled a circular plastic "floating" particle "in the bag solution prior to filling". Two samples were returned in a filled state, both samples had a non-vented dispensing pin inserted into the twist off administration port. One plastic circular particulate was identified in both of the bags returned for evaluation. Both circular particulates measured approximately 3/16" in diameter and were similar in appearance. As the particulate was identified in the pharmacy, there was no patient involvement. No additional information is available.